Manufacturer narrative:
Investigation of the sample determined an interfering factor to streptavidin was present in the sample and most likely caused the issue. This interference is documented in product labeling for the assay.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ft4 ii assay result for one patient sample from a cobas 8000 e 602 module. The serial number was requested but was not provided. The result was 46.0 pmol/l and the result from an abbott architect analyzer was 16.4 pmol/l. All tests were repeated and gave the same results. No specific data was provided. On a later unknown date, the patient had blood tests at another laboratory that used an architect analyzer and the ft4 result was 14.8 pmol/l. No erroneous result was reported outside the laboratory. There was no allegation of an adverse event. Sample from the patient was submitted for investigation.